Event description:
Introducer in mediport kit was placed over a guidewire into the vessel. The introducer has a plastic port that controls vessel bleeding back. The introducer is supposed to tear apart, but the introducer would not separate as intended, and had to be removed. A new introducer was used. Required an add'l insertion site for pt.